Event description:
Heparin gtt infusing on patient. The bag was hung at 1500. At 0400 nurse noticed the bag was full and wanted to find out who hung a new bag. No one had so she called pharmacy to see when last bag was sent, which was 1500 the day before. There should have only been 100ml left in bag when the bag was still full. Patient did not receive any of the medication. At the time the nurse did take the pump out of service but the serial numbers or hospital precheck # were not noted in the case call. This was the first recognized event since getting the baxter pumps on 2/19. They did not check in very frequently for follow up after rolling the pumps out and were not on site to check in after the pumps were changed. There is a fear that these issues aren't always being caught, and the staff is very concerned for patient safety. Nurse forgot to write the numbers down.